Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx+ 29 transcatheter aortic valve embolized during implant. Subsequently a second evolut fx+ 34 tran scatheter aortic valve was implanted. Additional information was received that first transcatheter valve was being implanted valve-in-valve into a 25 mm medtronic (freestyle) surgical valve that had degenerated with significant aortic insufficiency. The annulus size for the surgical valve was initially estimated to be 22 mm by the manufacturer and application used, but exact sizing measurements were difficult to determine and a 24 mm annulus size was estimated by 3mensio imaging. A pre-implant balloon dilation was performed using a 24 mm balloon with simultaneous contrast injection in order to further estimate the anulus size. The 24 mm balloon sealed the anulus well. The 29 mm first transcatheter valve was positioned in the anulus plane but migrated upwards and was embolized to the ascending aorta after final delivery. The 34 mm second transcatheter valve was positioned in the anulus plane (6 mm below) and anchored well. It was reported that the procedure ended well.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012978499); product type: 0195-heart valves; implant date (B)(6) 2025; product ID: d-evolutfx-2329 (lot: 0012854930); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx+ 29 transcatheter aortic valve embolized during implant. Subsequently a second evolut fx+ 34 tran scatheter aortic valve was implanted.